Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va09hds, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the shocking and jolting brought her "down to her knees." During an appointment on (B)(6) 2015, the hcp stated that the patient had a "bad lead." The device was reprogrammed, but the issue did not resolve and the patient was "upset." An appointment was scheduled for (B)(6) 2015.

Event description:
It was reported that there was a shocking or jolting sensation while walking through security gates since implant. The shocking happened again on (B)(6) 2015 when walking through the security gate at a big name retailer although the patient stated it had happened in different stores on different occasions. The patient had sutures removed (B)(6) 2015 and was unsure if the health care professional (hcp) checked the implantable neurostimulator (ins) at that time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.